Manufacturer narrative:
Result of investigation: the reported issue was not reproducible. A visual inspection of bellavista unit p# 301.100.030 sn (B)(6) did not show signs of physical damage and no clogged filters were found. Unit was powered on internal battery and boot-up process started. Ac was applied and unit fully booted on with no alarms active. A previous event log review had verified the reported issue of a watchdog instance occurred twice while in operation. Using the settings recorded in the event log prior to the events occurring were used to cycle this unit in order to attempt to reproduce the issue. After cycling the unit in the user settings for over 2 weeks I was not able to reproduce the reported events. New logs along with screenshots of a o2 gas path test were sent to imt-medical for further analysis and for any further testing needed to continue to attempt to reproduce the issue. No feedback received, unit will be held for any further analysis if requested. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it has no blower temperature alarms visible in the logs but it was visible in the logs that alarm 301 - "watchdog failure, firmware running" and alarm 300 - "no ventilation - device in failsafe" were triggered twice (once on 11.09.2021 and once on 14.11.2021, both times during a running v-a/c ventilation. No rootcause was determined yet because investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us has no blower temperature alarms visible in the logs. Instead, it is visible in the logs that alarm 301 - "watchdog failure, firmware running" and alarm 300 - "no ventilation - device in failsafe". The patient was desaturated and had to removed the machine, then patient was stabilized.